Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy and a suturing device was used. Once the doctor put the device through the trocar, it was noticed that the needle had fallen completely out of the cartridge and was visible on the small bowel. The device was removed from the patient, the cartridge was removed from the device and a second like cartridge was installed. The procedure was completed with no consequence to the patient. No additional information is available.